Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging hyperglycemia related to an intermittent power issue. Reportedly, the patient had blood glucose reading of 500 mg/dl with no associated symptoms reported. No treatment above and beyond the usual routine of diabetes care and management was reported and the patient allegedly had discontinued pump therapy without any recent adjustment to the pump settings. Customer support agent reviewed the event with the reporter. It was reported that at the time of the event, the pump had no power. The reporter stated that the battery compartment was cracked and moisture was evident in the compartment. This complaint is being reported based on the allegation that the patient experienced serious hyperglycemia related to a power issue with an alleged damaged casing and moisture intrusion.

Manufacturer narrative:
Device evaluation: the pump and meter have been returned and evaluated by product analysis on 09/24/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any power on resets alarms related to the complaint. Loss of prime event was observed on (B)(6) 2014 and (B)(6) 2014. Delivery was resumed approximately 2 hours later for the first occurrence but was not resumed on the second occurrence. Total daily deliveries added up correctly and reflected the programmed basal rate. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. The reported power issue was not verified in the black box or duplicated in the investigation. Related to the reported power issue, the battery compartment was found to have cracked at the top and moisture was evident inside the compartment. A leak test showed a leak where the crack was located. Removal of pump casing did not find any evidence of moisture intrusion inside the pump.